Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was repeatedly displayed on the intellivue mx400 patient monitor. It is unknown whether sound was still coming from the device. It is unknown whether the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
The cause of the reported problem cannot be determined at this time. The engineers were unable to provide their analysis findings because the customer did not respond to requests for additional information. The customer responded they solved the issue, however they didn't provide details of the resolution. If additional information is received the complaint file will be reopened.